Event description:
Reportedly, when the technologist moved the tabletop in the longitudinal direction, the pt's fingers allegedly got caught under the tabletop pinching them against the table. No serious injury reported.